Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during support there were intermittent suction events noted and the patient received 4l of infused volume with a combination of blood products, albumin, crystalloid fluids. The patient was on venoarterial extracorporeal membrane oxygenation (va ECMO) with the impella cp to unload the left ventricle. However, at p2 there were still suction events. It was recommended to the care team to use the echocardiogram for position verification. It was noted that the impella cp was later explanted, however, it was noted to have been explanted independently.